Event description:
According to the reporter: during laparoscopic sigmoidectomy, the surgeon pushed the blue button, however could not move the knife forward and could not fire the device. Some of the staples came out from the staple pocket of the cartridge. Another device was used to complete the procedure. No injury to the patient.